Event description:
On (B)(6) 2023 (one day post implantation), the ventricular threshold increased and became high, to above 3v. A reintervention was performed to reposition the lead on (B)(6)2023. After changing the position of the lead, the ventricular threshold was 0,5v.

Manufacturer narrative:
Investigation summary: the manufacturing process for the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. Review of patient files confirmed that since (B)(6) 2023, (one day after implantation), ventricular capture threshold increased was observed, from 0.75v to over 3v. A re-intervention was performed to reposition the ventricular lead on (B)(6) 2023, which resolved the associated electrical issue. The day after the reintervention (B)(6) 2023) the ventricular threshold measured was 0.5v. Therefore, most likely the event occurred due to a ventricular lead dislodgement. However, since no x-rays were provided the exact root-cause could not be determined with certainty. Lead dislodgement is a well-known potential complication associated to such implantable devices that is discussed in the device instructions-for-use and published literature. This case is retained and utilized for trending purposes.